Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation summary: review of the receiving inspection report for (B)(4), lot number 83184473, identified no relevant deviations or anomalies. Product examination found that the sterile packaging was torn instead of peeling properly, creating a potential issue with sterility. This complaint is confirmed. (B)(6) states in their investigation, ¿with a strong sealing between paper and pe film, (B)(6) medical can always ensure the sterility of the products, which has the highest priority. On the other hand a high tensile strength of the sealing can lead to a decreased peelability. Furthermore it is possible and usual that the used packaging materials vary within specification which can result in the observed effect over all batches. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported during surgery upon opening the package, the inner package tore incorrectly causing the product to become unsterile. No adverse events have been reported as a result of this malfunction.